Manufacturer narrative:
It was reported that while resident was sitting on the toilet, fell out from the device and hit head against the bar. As a consequence of the event the resident felt pain in head area. The arjo technician evaluated the sling and lift and no malfunction was found. The customer said that two members of staff were near the bathroom when the incident occurred. One caregiver was at the sink. Neither was standing right beside the lift while the resident was using the toilet. The caregivers just heard the resident hit their head on the lift bar and went over to the maxi move lift and found that the sling left shoulder clip detached. They reattached the sling to device spreader bar and put the resident back in the wheelchair. The customer said that the resident may have been able to adjust herself and knock the clip off, but there were no witnesses. The instruction for use for maxi move (001.25060) device contains information that: "this product is intended to be operated entirely by an attendant. The patient should not perform any function relating to the control of the product." "Caution: always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up." No device malfunction was found which might lead to clip detachment. Based on the information provided by the customer and no device malfunction detected, the most probable cause of reported clip detachment is use error. To sum up, the system (sling and lift) were used during the patient transfer. There was no lift malfunction found during the inspection which might have contributed to the clip detachment and patient¿s fall. The device met it's performance specification. The complaint decided to be reportable due to an allegation concerning the clip detachment during transfer.

Event description:
It was reported that the sling clip detached while the resident was sitting on the toilet. As a result of the incident, the resident fell and hit his head on the bar, complaining of pain in the head area. The customer reported that two caregivers were near the bathroom at the time of the incident. One of the carers was at the sink. Neither were right beside lift as resident was going to bathroom. Resident may have adjusted herself and knocked the clip off, but no one saw. They only heard a thump as the resident's head hit the bar. The caregivers went over to maximove lift and noticed that the left shoulder clip was detached. They reattached it and put the resident back in the wheelchair. After the event the resident complained of pain in head area.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.